Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes exit block in the ventricular channel, loss of ventricular capture and ventricular lead impedance >1990 ohms.